Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the outer protective layer of the universal cord of subject device was broken during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9, g3,g6,h2,h3,h6,h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide (lg) bundle was interrupted and weakened slightly at the insertion part; a component failure of the universal cord; a component failure of the lg bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle was interrupted and weakened slightly at the insertion part was caused by a component failure of the lg bundle; broken outer protective layer of the universal cord was caused by a component failure of the universal cord. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.